Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-implant for interrogation. The interrogation revealed that the left ventricular lead had dislodged. There were no electrical anomalies noted due to the dislodgement. The lead was programmed off, and the patient was asymptomatic and in stable condition.